Event description:
It was reported that the device was used during a unk procedure. The device misfired when testing and the device was not used on the pt. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 04/06/2009. Clips. Eval summary: the analysis results found that the er420 instrument was returned in good visual condition. The instrument was cycled and ejected twelve clips and fed and formed 5 clips. The instrument locked out as intended. It could not be determined what may have caused the found non conformance. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.